Event description:
While treating a pt with the model 3100a, the users reported that the oscillating driver stopped four times without any alarms. After the first stoppage, the user found a disconnected humidifier tube. For each stoppage, the user was able to restart the oscillator by depressing the 3100a's reset button. No further stoppages occurred and the pt was not compromised.